Event description:
Caller reported that their pump screen was dark and would not turn on. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, and the specific value was unknown as it displayed ¿high.¿ the customer performed a correction injection via multiple daily injections (mdi) and received guidance from technical support. Despite attempts to troubleshoot by cts, the pump screen did not turn on. Cts instructed the caller on several troubleshooting steps, none of which resolved the issue. As a resolution, the pump is to be replaced and a replacement has been sent, while the caller was advised on how to manage the transition to the new pump and instructed to return the malfunctioning pump using a pre-paid label within 10 days.